Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No low battery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm. The blood glucose at the time of the incident was 76 mg/dl. The customer states the off no power alarm occurred without a low battery warning. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.